Event description:
On (B)(4) 2012, customer reported a leak inside the hmx al instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the tubing through pinch valve (pv) 66 was split. Fse replaced the tubing and verified the repairs per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).